Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14988. It was reported that before a device explant for an elective replacement indicator, chronic atrial and ventricular lead noise was observed. It was noted that the noise was not always reproducible. The patient was rarely paced, so the leads were only monitored. Since a device replacement procedure was going to be performed, the physician elected to replace the leads due to the noise episodes. The leads were explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: added manufacturing date: oct 23, 2008.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in three pieces. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 1.9-2.2 cm from the reference end of a partial portion of the lead. The abrasion was consistent with lead friction to the pulse generator.